Manufacturer narrative:
Device was received in a condition which made analysis impossible. The customer returned the transfer set without the connector.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion tubing detached from the connector plate of the infusion set resulting in elevated blood glucose levels. This occurred three times with infusion sets from the same box.